Event description:
Allegedly, patient was revised due to instability of his right knee. Poly insert was exchanged for a thicker size. Information received from will malatesta on 11/03/2020: product ID and lot information. Components not revised: advance® primary femoral size 3 right porous product number: kftcpc3r lot batch: 1728111. Advance stature® femur size 4 left por product number: kftcpn4l lot batch: 1729076. Advance® biofoam® tibia base w/o screwholes size 3 product number: ktslfm31 lot batch: 1669461.